Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during an implantable neurostimulator (ins) replacement procedure, a drastic increase in high impedance levels were measured after the ins was replaced. The high impedances were measured on electrodes that previously had no issues. Due to the high impedances, the ins had to be reprogrammed to switch the electrodes being used for therapy, which resulted in less desired therapy. The hcp commented that they had been seeing this issue occur more and more. There was no specific patient information, but this was a general problem they noticed. No environmental, external, or patient causes were reported. Everything was aligned when the extensions were placed in the new ins. The issue was not resolved at the time of this report. No further complications were anticipated. The patient's indication for use is movement disorders.